Manufacturer narrative:
G4: 21oct2020. B4: 21oct2020. H11: h6: device code updated: the customer troubleshot with technical support and in the ventilator diagnostic report found error codes indicating: ventilator restarted due to anomalies detected during operation, backup alarm failed, 35 volt supply failed, auxiliary alarm supply failed and blower stalled. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported a ventilator that would not power down. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this event. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the power management (pm) printed circuit board (pcb) and the motor controller pcb resolved this reported event.